Event description:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was partially confirmed, the image was discovered to have no abnormalities, but the coupler was damaged, and unable to lock. The device evaluation also found additional damages on the cable; it failed a leak test. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A definitive root cause cannot be identified. A device history review was completed, and no issues were identified. This issue is addressed in the instructions for use (IFU): "if the endoscopic image on the video monitor should unexpectedly disappear or freeze during a procedure and cannot be restored, turn the video system center off and then on again. If the image still does not appear, immediately turn the video system center off. Disconnect the camera head from the endoscope and carefully withdraw the endoscope from the patient, while viewing through the endoscope¿s eyepiece. In addition, be sure to prepare another camera head to avoid interruption of the procedure." P23 "after the connection, ensure that the endoscope is firmly fixed to the camera head, without any looseness. The loose connection of the endoscope to camera head may cause interference on the endoscopic image under observation." P19 olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, evaluated and the investigation is ongoing. This report will be supplemented following investigation completion or if additional information is provided by the user facility.

Event description:
It was reported that the image was blurry and the coupler was not locking on correctly. The issue was found at preparation for use. There was no patient involvement, no harm reported due to the event.